Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient 'sinfusion set tubing was flat on (B)(6) 2025. The infusion set was in use for less than 24 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.